Event description:
It was reported that during the port placement procedure via the internal jugular vein, upon connecting the catheter to the tunneler and pulling out towards the port pocket site, the catheter was broken. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one powerport isp MRI implantable port and a groshong catheter in two segments were returned for evaluation. Functional, tactile, gross visual and microscopic visual evaluations were performed. The investigation is confirmed for the reported catheter break and the identified material separation issues, as complete compound breaks were noted to the proximal and distal end of the catheter. Both the surfaces of the complete compound break on the proximal end and distal end of the catheter appeared to be granular and glossy throughout. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during the port placement procedure via the internal jugular vein, upon connecting the catheter to the tunneler and pulling out towards the port pocket site, the catheter was broken. The procedure was completed using another device. There was no reported patient injury.